Event description:
Catheter was not able to deflect. It was reported that the catheter did not "feel right" being inserted into the body, per doctor. No further information available. Procedure completed with other device and no harm to patient. Unknown which second device was used to complete procedure.